Manufacturer narrative:
(B)(4). The device has been received but, not yet evaluated. When additional information is received, a supplemental report will be submitted.

Event description:
During an avr/laam concomitant procedure, the pro2 device would not close. The device was used in a concomitant case and had no issue removing it from the sterile field. The procedure was delayed for five minutes, the surgeon used another clip to treat the laa to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Complaint number (B)(4). The device was returned locked open. A deployment attempt had been made - the orange tab was pulled away and the wires were exposed at the base of the handle. The clip had been cut off. It was found that the opening cable had become lodged between the pulley and the toggle, preventing the device from closing. The complaint was confirmed.